Manufacturer narrative:
A titan touch pump, reservoir, and both cylinders were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan touch was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to erosion/extrusion. Additional information received indicated that the patient never inflated their device the entire time that they had it. It had eroded and extruded through the left side distally.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient was experiencing erosion/extrusion. The patient's titan touch was explanted and replaced with a genesis. Additional information received that the patient never deflated the device the entire time they had it. It eroded and extruded through on the left side distally. No other adverse patient effects were reported.